Manufacturer narrative:
Unity investigation showed the database was updated but the report did not upload to the server audit trail showed the exam was read and saved. The exam was re-read by the physician. A review of station logs for this issue revealed the station crashed while uploading the report to the server. No further review/investigation will be performed for cause.

Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. In this instance, the reading station crashed while uploading the report. It was not possible to determine if the message displayed on the screen for the physician when the report was first read and saved. The exam was re-read by the physician. Unity investigation showed the database was updated but the report did not complete the upload to the server. Audit trail showed the exam was read, approved and saved. Logs revealed the station crashed while uploading the exam report to the image server. Merge healthcare is continuing to further investigate the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, a pacs administrator reported that they have an exam online. The exam is marked as read but doesn't list a report status or who dictated the report. The merge healthcare unity investigation showed that the customer's the database was updated but the report did not upload to the server. An audit trail showed the exam was read, approved and saved. The exam was re-read by the physician while images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. (B)(4).